Manufacturer narrative:
On 26-sep-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was broken. Device evalaution details: visual analysis revealed no damage or anomalies on the sheath and the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications on the carto vizigo sheath. Flow and pressure tests were performed in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. The hemostatic valve issue reported by the customer was not confirmed. The resistance reported by the customer was confirmed. Due to this identified condition, an internal action was opened. A device history record review was performed for the finished device 00001966 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001185965.

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was broken. A lot of resistance when advancing the dilator inside the sheath. The broken valve that isn¿t facilitating the dilator insertion. The event did not result in injury or death. This is not a single-use device that was reprocessed and re-used on a patient. The problem occurred before use on patient. The event occurred during a procedure/surgery. No patient consequences were reported. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath very slowly and with a lot of resistance. The dilator/catheter was not stuck in the sheath. Nothing broke. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Picture not available. The sheath was not being used on the patient it was noted before sheath was inside patient¿s body. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.